Manufacturer narrative:
The complainant indicated that the device will not be returned ford evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed lesion, in the moderately calcified, moderately tortuous right coronary artery (rca), was predilated with a 2.0x20mm balloon, inflated to 9 atm's. The rca diameter was 2.75mm. The physician used a taxus express2 2.75x20mm drug eluting stent to treat the target lesion, which was inflated to 18 atm's for 40 seconds. A dissection occurred after the implant. The patient was sent to the or for bypass. The patient was discharged from the hospital. No further complications were reported.